Manufacturer narrative:
(B)(4). Other: mhra adverse incident report reference no (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by the physician. A part of the mesh remains implanted into the patient. The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a procedure. After the implant procedure, the patient experienced postcoital bleeding due to mesh exposure. On (B)(6) 2011, the patient underwent removal of the exposed mesh and resuturing of vaginal skin. Boston scientific has been unable to obtain additional information regarding the patient outcome to date despite good faith efforts.